Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the surgeon fired the tsb35 across the appendix and experienced bleeding on the staple line. The surgeon had to use electrocautery to touch up the bleeders to achieve hemostasis to complete the case. There was no further consequence to the pt. The device will not be returned.